Manufacturer narrative:
Device evaluation: one sample was received for investigation. Visual inspection performed and there was no damages, kinks or cuts were detected in the sample received that could cause the failure mode reported. Functional test was performed and a leak was detected; the sample unit present a leak in the bag in perimeter. Complaint is confirmed. The most probable root cause is medication bag was damaged and not correctly segregate.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.d3, g1, and g2 email is: (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that in hospital pharmacy, when a pharmacist was filling a medication cassette, she noticed that the cassette was leaking. The leak (a small hole) is in the upper edge of the cassette and so small, that it's not possible to see if you fill the cassette only partly. No patient involvement reported.